Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported. The reason for the reported shutdown is not clear, and there was no evidence of a shutdown issue in the error logs. The stm spoke with the cathlab manager about this incident, and he indicated that he would have left the iabp on the patient, as he was not concerned with the iabp. The stm then performed preventative maintenance on the iabp, and during the pm, the iabp failed the battery run time test. To resolve this issue, the stm replaced the batteries and performed all functional and safety checks to meet factory specifications. The stm stated it is unclear if the batteries caused the iabp to shutdown. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had shutdown. The nurse turned the iabp unit back on without incident. The patient was connected to theiabp earlier in the day, as an emergency case. The patient therapy continued for approximately 4 hours. The incident took place in the intensive care unit (ICU). The nurse spoke with the cathlab manager about this incident. The manager would have left the pump on the patient, as he is not concerned with the pump. No patient injury or harm was reported.